Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to detect an upstream occlusion during therapy of vancomycin from a secondary medication set using an unknown pump. It was also reported the nurse reprogrammed the pump and the medication was successfully infused. It was also reported there was no patient injury.